Event description:
The customer reported via phone call that she had air bubbles in her reservoir. Customer stated that she treats with the pump and her blood glucose was not going down. Customer stated that the air bubbles have been going on for about 6-8 months. Customer stated that she has spoken to her health care professional about it. Customer stated that the air bubbles vary in size and some are small or really big. Customer stated that the pump was not rewound with a reservoir in place. Insulin was not stored at room temperature. Customer was advised that cold insulin can cause air bubbles in the reservoir and tubing, which may result in inaccurate insulin delivery. Customer was advised to change the infusion set. Customer was advised to monitor the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.